Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an unknown date, the patient underwent laminectomy due to lumbar stenosis. Intra-op, tension wire would not hold the flex arm in a flexion state due to which the arm could not maintain the desired position. Although the product came in contact with the patient, no patient complications were reported due to this event.